Manufacturer narrative:
Concomitant medical products: model: ddbb1d1, implantable cardioverter defibrillator (ICD); implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead tip-to-coil impedance triggered an alert for out-of-range/low impedance when it exceeded the lower programmed alert level. The alert was programmed "off" and the lead remains in use. No patient complications have been reported as a result of this event.